Event description:
Physician reported that patient post lipo suction had multiple areas of hardened fat that had not been suctioned out. Physician noted that the suction tubing kept collapsing on itself. This was the cause of the fat not being suctioned out completely. Patient will need to have surgery redone.